Event description:
The lay user/patient contacted lifescan (lfs) on march 20, 2007, and alleged that the patient's meter was reading inaccurately high. The patient does not test his blood glucose every day, according to the reporter. He tested his blood glucose two days earlier, in the morning and obtained a result of 189 mg/dl. The patient takes 6 units of regular and 12 units of nph insulin every morning and he adjusts it on his own based on how he feels, according to his physician's instruction. His insulin is not based on meter results. On the day of the event, the patient took 6 units of regular and 12 units to nph insulin at 9:00 a.m. He did not test his blood glucose at this time. He ate breakfast at 7:00 a.m. In the morning and for lunch (approximately 11:30 a.m.) He ate a peanut butter & jelly sandwich and an apple with juice. He had reported feeling hypoglycemic since that morning (light-headed, warm, and sweaty). Around noon his wife tested his blood glucose; the result was 462 mg/dl. He did not take any actions based on this result. The reporter stated he would have had something to eat and drink if he had known his blood glucose was low. About 30 minutes later, he began to have convulsions. He was semi-conscious and his entire body was shaking. His wife called the paramedics and when they arrived, less than 15 minutes later, his blood glucose was 30 mg/dl. He was given glucose and retested; the result was 13 mg/dl. The patient was taken to the hospital and admitted to the ICU for hypoglycemia and pneumonia. The patient also suffers from congestive heart failure. Since discharge from the hospital, the patient is taking only lantus 7 units at bedtime. He has a follow-up appointment with his endocrinologist in one week. The techniques for testing and for cleaning the puncture site were correct. However, it was discovered that the code number on the meter was not matching the code number on the vial of test strips. The patient did not have any control solution to troubleshoot. The complaint is being reported as the reporter alleged that while the patient had symptoms she had obtained a high blood glucose result and later the patient had a seizure related to being hypoglycemic. She further claimed that if the meter had reported a low result the patient would have been treated sooner. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplement report.